Event description:
The report received from the account indicated that the guiding catheter broke approximately 3 inches from the distal end while being removed from its sterile packaging. The broken segment separated totally from the rest of the guide. The product was never used clinically. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.